Event description:
The information provided by local distributor indicates: hospital name: (B)(6). Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2023. Body part to which device was applied: tibia. Surgery description: lengthening. Patient information: 17 year-old, male, weight 49 kg., height 150 cm, patient's previous health condition: good, with two nails already inserted in (B)(6) 2023 problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: patient has already a nail into femur right and left tibia from a previous surgery in (B)(6) 2023, and still has the previous receivers on. Everything was perfect. So surgeon decided to put two nails in contralateral, right tibia and left femur free of nail to finish the lengthening. Surgery was done on (B)(6) 2023. He inserted 2 nails: one on the left femur. One on the right tibia (the dysfunctional one). Surgeon tested the tibia nail on table with stethoscope and already has issue to hear the sound of the tibia nail's motor properly. (Compare to the femur nail that he heard perfectly on table too). Anyway he decided to insert the tibia nail. At the end of the surgery he try to hear it but was still not a strong noise. During the first weeks of lengthening, patient couldn't hear the sound, so by mistake choose the previous nail receiver (f) and did the impulsion on it. On nov 2, a second surgery was made. He took the receiver out and tested it: not working. Change the receiver for a new one, still not working, finally decided to change the nail for a brand new one (same reference). The complaint report form also indicated: the device failure had adverse effects on patient (loss of achieved correction). The initial surgery was completed with the device. An additional surgery was required: performed on november 2 to replace the failing nail. The event did not lead to a delay in the duration of the surgical procedure. A medical intervention (outpatient clinic) was not required. Copy of operative reports is not available. Copy of the x-ray images is available. Patient's current health condition: patient is ok. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
Technical evaluation: the returned devices were examined by orthofix quality operations department. The devices were subjected to visual, dimensional, and functional check as per orthofix specification. 1) nail code 60001856, s/n (B)(6). The visual check of the nail evidenced signs of use, possibly related to implantation: the bipolar connector is deformed, close to the tail right. The external surface is damaged. This probably occurred due to excessive bending of the bipolar connector and subsequent contact with the tail right. Signs of drilling on the proximal holes. This is unexpected because the proximal fixation should occur with the use of a targeting device. Signs of drilling at the distal hole. This feature is expected since this operation is performed free-hand and without the targeting device. This shall not be relevant for the failure notified; scratches along the axis; the nail looks totally retracted. In the dimensional check the tail left exposed distance have been evaluated with a digital caliper. The measured value is in conformance with the set specifications at which the nail shall be brought for the clinical use. In the functional check the following parameters were measured: resistance measurement. Not conforming to acceptance criteria. The result implies an open circuit, due to the damage of the bipolar connector. After the damaged portion of the bipolar connector has been cut off, the absorbed current measured was not conforming to acceptance criteria. The motor is in stall conditions. No motor noise could be heard, suggesting a mechanical lock of the motor. The device has been subjected to CT scanning. No anomalies were evidenced at the soldering/motor connectors. No anomalies were evidenced at the motor (including misalignment of components, absence of components). No anomalies were evidenced at the gearbox (including misalignment of components, absence of components). No anomalies were evidenced for the lead screws and for the other components related to mechanical stability and functionality of the nail. After the CT-scanning, the implant has been sawed to investigate the motor and the gearbox separately. Overall resistance was still consistent with what previously measured. As the motor was supplied with 12 v, an abnormal behavior was detected on the gearing. It looked blocked and after few seconds it started running, showing an excessive current absorption. The absorbed current detected was not conforming to acceptance criteria. 2) receiver code 60001780 s/n (B)(6). The visual check did not evidence any anomalies. No damages on the cable, welds and silicone encapsulation were detected. No issues were detected concerning the welding on the socket. Traces of organic tissue were detected in the socket. In the functional check the device was tested with different loads, at different distances and in distraction/retraction mode. No anomalies were detected. The device is functioning as expected. Final comments: 1. Nail code 60001856, manufactured by orthofix in year 2023. The analysis performed on the returned nail confirmed the notified issue. The nail is not functioning according to set specifications under load. The evidence collected indicates a mechanical issue on the motor, whose origin unfortunately could not be identified. The production records from orthofix, related to current absorption and resistance, as well as performances under load with the application of defined voltage, which were conformal to acceptance criteria, lead to conclude that the device was initially conforming to specifications. 2. Receiver code 60001780, manufactured by orthofix in year 2023. The functional check performed did not detect any malfunction on the returned receiver, which performs properly according to the set acceptance criteria. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: - hospital name: (B)(6). - surgeon's name: dr (B)(6). - date of initial surgery: (B)(6) 2023. - body part to which device was applied: tibia. - surgery description: lengthening. - patient information: 17 year-old, male, weight 49 kg., height 150 cm. - patient's previous health condition: good, with two nails already inserted in (B)(6) 2023. - problem observed during: into treatment/post-operative. - type of problem: device functional problem. - event description: patient has already a nail into femur right and left tibia from a previous surgery in (B)(6) 2023, and still has the previous receivers on. Everything was perfect. So surgeon decided to put two nails in contralateral, right tibia and left femur free of nail to finish the lengthening. Surgery was done on (B)(6) 2023. He inserted 2 nails: one on the left femur. One on the right tibia (the dysfunctional one). Surgeon tested the tibia nail on table with stethoscope and already has issue to hear the sound of the tibia nail's motor properly. (Compare to the femur nail that he heard perfectly on table too). Anyway he decided to insert the tibia nail. At the end of the surgery he try to hear it but was still not a strong noise. During the first weeks of lengthening, patient couldn't hear the sound, so by mistake choose the previous nail receiver (f) and did the impulsion on it. On (B)(6), a second surgery was made. He took the receiver out and tested it: not working. Change the receiver for a new one, still not working, finally decided to change the nail for a brand new one (same reference) the complaint report form also indicated: - the device failure had adverse effects on patient (loss of achieved correction). - the initial surgery was completed with the device. - an additional surgery was required: performed on (B)(6) to replace the failing nail. - the event did not lead to a delay in the duration of the surgical procedure - a medical intervention (outpatient clinic) was not required. - copy of operative reports is not available. - copy of the x-ray images is available. - patient's current health condition: patient is ok. Manufacturer ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.